Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary the drawer was failed. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlate to the customer reported issue. Upon investigation of this incident, it was reported that the station¿s drawer was failed. The field service engineer (fse) had confirmed that the issues was resolved by the customer, and no further investigation was required. The system functioned as intended after the customer resolved the issues of the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary the drawer was failed. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.